Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and found no indication of any product clinical performance issues that would be expected to result or contribute to customer complaints. A tripped trend review was completed for the reported complaint and libre sensor, and there were no adverse trends that indicate any product related issues. If product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's husband reported on behalf of his wife that the filament from the adc freestyle libre sensor was stuck in the skin. Customer had contact with the healthcare provider to get the filament removed from the skin, however no further information was provided as the call was disconnected during troubleshooting. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's husband reported on behalf of his wife that the filament from the adc freestyle libre sensor was stuck in the skin. Customer had contact with the healthcare provider to get the filament removed from the skin, however no further information was provided as the call was disconnected during troubleshooting. There was no report of death or permanent injury associated with this event.